Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was repositioned with a 1cm rte bilaterally because the right cylinder migrated. It was noted that it extruded from the corporotomy on the patient's right side. Physician thought the patient used the implant before the recommended waiting period.

Manufacturer narrative:
This follow-up was created to document the correction to the h6 device code. Only migration should be marked.